Event description:
It was reported that the patient turned the ¿volume up and down¿ to see if that would help their pain but they were still having pain in their low back and radiating down their leg. The patient was implanted to treat their low back pain and stimulate the nerve in their leg. The device would alleviate their pain some days but some days were worse than others. The patient had bulging discs in their neck pressing on the nerve which caused bad headaches and pain. They had pre-existing neuropathy but it had gotten worse because the patient was in another car accident. The patient had just gotten out of the hospital and had been given morphine and an IV. The patient noted that they had undergone 12 different surgeries. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).